Event description:
A malfunction alarm occurred on the pump as reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement pump, and the caller used an alternate form of insulin therapy until the new pump was set up.